Event description:
The customer reported a vent inop 9003 occurrence; flow sensor failure. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. No patient involvement reported.

Manufacturer narrative:
Bad 11/30/2016. Failure analysis of the returned part root cause: the sensor pcb passed all test, no faults are found on this returned sensor pcb. The reported complaint of error codes 9003, 5000, 5003 was not duplicated.